Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this lead and associated device displayed a decrease in r wave measurements, noise, oversensing and pacing inhibition. The lead impedance was reported to have dipped below 200 ohms. The lead was suspected to have had some insulation damage. The patient had been receiving radiation therapy near the device area. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.